Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the circuit board of scope connector resulted in image noise. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had noise and flickering in the image. The issue was found during inspection for use. There were no reports of patient involvement.